Event description:
Teeth 13-23 were restored with ips eris for e2 ceramic in 2004 and, since 2006, the ceramic appeared to get rougher. A photograph sent by the dentist reveals soft tissue changes and appears to be an opulis fibromatosa, a reactive fibrous hyperplasia of the gingiva. This could have been caused by chronic inflammation or microtrauma. It is likely that the soft tissues must be surgically treated and the restoration replaced. The cell growth should be analyzed with a biopsy.